Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-07351. The investigation is ongoing. Device remains implanted.

Event description:
As reported, it was a valve in ring case of an implant of 29mm edwards sapien 3 transcatheter heart valve, in mitral position by ts approach. The initial attempt was unsuccessful and devices were removed. Another valve was prepared and deployed, however; the valve was implanted too low. Paravalvular leak (pvl) was noted. Another valve was implanted for a valve in valve. No pvl was noted after the second valve. The patient did not have any adverse consequences and was discharged the very next day of the procedure.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided from the site and revealed the following: the first valve was deployed too high toward atrium and the second valve was deployed lower and within the first valve. Surgical ring replacement in mitral position using the sapien 3 thv (s3) with the commander delivery system (ds) is not an indicated use at the time of implant. The risk management file captures risks for indicated device use only. The review of the risk management file is complete, and no further action is required at this time. The complaint for malpositioned thv was confirmed based on provided imagery and deployed valve exhibits paravalvular leak was unable to be confirmed due to unavailability of relevant procedural imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. It should be noted that the thv was implanted in surgical ring in mitral position for this case. The sapien 3 (s3) with the commander delivery system was only indicated for native aortic valve, a failing mitral surgical bioprosthetic valve at the time of original implantation. Deployment in the surgical ring in mitral position is off-label. As reported for the second valve (incident), ''another thv was used, and it was implanted too high, there was pvl''. Malpositioned thv. Per IFU, valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. It was noted that ''the perceived root cause of the malposition was that the surgical ring is not visible under fluoroscopy therefore the implant was guided under toe guidance''. Per training manual, ''use fluoroscopy to visualize the thv during positioning'', and ''obtain a good angiographic view for coaxial placement''. In this case, it was likely inadequate fluoroscopy view to visualize the valve positioning and deployment, which could lead to the valve malposition after deployment. As such available information suggests that procedural factors (inadequate fluoroscopy view) may have contributed to the complaint event. Deployed valve exhibits paravalvular leak. Due to thv malpositioned, it is likely that the thv prevented the pvl skirt from properly sealing against the annulus resulting in paravalvular leak. As such, available information suggests that procedural factors (thv malpositioned) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.